Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Patient code(s): 3191 - not labeled. Device code(s): 3191 - not labeled. This report was mailed to FDA on: 01/19/2012. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that four patients experienced ruptures of the anterior capsule during phacoemulsification surgery. The surgeon stated that the ports in the infusion sleeves did not have round edges, as they used to. The surgeon added that he has become more aggressive in his actions, and swift removal during irrigation/aspiration may have caused the unrounded edge of the infusion port to shear the rhexis. The surgeon indicated all four patients are "fine". Additional information has been requested. This is the second of two medical device reports for this facility.